Event description:
It was reported that the kit grp a strep 30 test veritor experienced false positive test results. Confirmatory culture testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer is reporting false positive results with ver 256040 test kit. On (B)(6) 2021 -strep +, throat culture not done, covid + (veritor) customer is reporting out false positive ver 256040 test results they believe are due to the patient being positive for covid and causing cross reactivity with the strep test. They have been noticing strep tests being called positive and the patient comes back as positive for covid as well. They have been noticing this positive for strep a and positive for covid in patients for a few weeks and believe it is linked. They started sending out the positive strep patients for culture due to this trend. They have had one patient who tested positive on the ver 256040 test kit come back with culture results that were negative for strep a. The incubation time on the test kit is 5 minutes. If they are incubating for up to 10 minutes that could be causing false results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-jan-2022. H.6. Investigation: this statement is to summarize the investigation results regarding your complaint that alleges false positive when using kit grp a strep 30 test veritor (material # 256040), batch number 1173573. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends, no trend identified.

Event description:
It was reported that the kit grp a strep 30 test veritor experienced false positive test results. Confirmatory culture testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer is reporting false positive results with ver 256040 test kit. (B)(6) 2021 -strep +, throat culture not done, covid + (veritor) customer is reporting out false positive ver 256040 test results they believe are due to the patient being positive for covid and causing cross reactivity with the strep test. They have been noticing strep tests being called positive and the patient comes back as positive for covid as well. They have been noticing this positive for strep a and positive for covid in patients for a few weeks and believe it is linked. They started sending out the positive strep patients for culture due to this trend. They have had one patient who tested positive on the ver (B)(4) test kit come back with culture results that were negative for strep a. The incubation time on the test kit is 5 minutes. If they are incubating for up to 10 minutes that could be causing false results.